Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 4 infusion sets adhesive on 04-jun-2024. The infusion set fell off after 1 day of use. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.